Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo, 75% stenosed, mildly calcified, concentric lesion in the mildly tortuous mid right coronary artery. After a guide wire was advanced across the lesion, the 3.5x15 mm nc traveler balloon dilatation catheter (bdc) was advanced without resistance and inflated to 8 atmospheres (atm) for 40 seconds, and the bdc ruptured. The bdc was removed without resistance and a non-abbott bdc was used to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.